Event description:
Same case as MDR ID 2134265-2012-08413, MDR ID 2134265-2012-08414. It was reported that during the preparation for an intravascular ultrasound imaging (ivus) procedure, pullback failed. The physician tried to make an evaluation of the left main coronary artery with the ilab but the pullback function failed. No patient complications were reported and the patient's status is stable.

Event description:
Same case as MDR ID 2134265-2012-08413, MDR ID 2134265-2012-08414. It was reported that during the preparation for an intravascular ultrasound imaging (ivus) procedure, pullback failed. The physician tried to make an evaluation of the left main coronary artery with the ilab but the pullback function failed. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the unit was received in good condition. The unit meets specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The cause of the reported difficulties could not be confirmed. (B)(4).